Event description:
Consumer reports inaccurate readings when comparing to a competitive meter. Analysis run on clark error grid using competitive readings (277) as ref. Points vs. Bd readings of (44) yielded data points in the "e" range of grid, outside of acceptable range.